Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The pt's mother reported that the pump's battery life was short and the pump was warm to the touch. She denied that the pump caused any burns or harm to the pt.